Manufacturer narrative:
Device evaluation indicated that the paddle lead was split and fragmented at the suture site which was the source of the complaint.

Event description:
A report was received that the patient was experiencing a loss of stimulation. A bsn sales representative met with the patient for reprogramming and noticed the contacts on the entire right side of the paddle lead were displaying high impedances. The patient underwent a revision in which the paddle lead was explanted and replaced. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing a loss of stimulation. A bsn sales representative met with the patient for reprogramming and noticed the contacts on the entire right side of the paddle lead were displaying high impedances. The patient underwent a revision in which the paddle lead was explanted and replaced. The patient is reportedly doing well following the procedure.